Event description:
Surgeon reported when meeting with company representative that post-op x-rays revealed a screw is backing out from the plate, indicating that the plate's blocking mechanism may not have functioned as intended. No revision surgery has occured.